Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing, otherwise with no apparent damaged. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a low anterior resection procedure that when the doctor went to fire the device the doctor did not hear the audible crunch of the plastic ring being broken and the staple line was incomplete. Unknown if the staples that were deployed were formed correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.